Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during preparation of the clip delivery system (cds) that the physician suspected a leak causing air bubbles. After confirming that the bubbles had been removed from the steerable sleeve shaft, the cds was inserted into the left atrium. However, an air bubble was observed in the left atrium. No device leaks were observed. The physician decide to implant the clip, reducing mr from a grade of 3 to 1. No further invention was required. After removal the cds, air bubbles were observed in the shaft. There was no clinically significant delay in the procedure.

Manufacturer narrative:
In this case, the reported leak / splash-steerable sleeve could not be replicated in a testing environment due to the condition of the returned device (clip was deployed and therefore the lock lever cap (including the polyimide tubing and o-ring) had been removed for deployment). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and a cause for the reported leak resulting in air embolism cannot be determined. Air embolism (emboli) is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.